Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user was reported to have not been responding well so the parents brought her in for mapping of the device in (B)(6) 2020 and at that time the issue was resolved by refitting. Later in the year (before (B)(6) 2020) the parents again felt the user was not responding as well as before so another mapping appointment was scheduled.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance and facial nerve stimulation, which could not be resolved with re-fitting. Reportedly the recipient has a cochlea malformation, which might has contributed to the facial nerve stimulation. In addition one channel shows hi status due to undetermined reasons. Further programming with different pulses is planned. The recipient will be monitored by the clinic. This is a final report.

Event description:
Hearing performance with the device is affected. The user was reported to have not been responding well so the parents brought her in for mapping of the device in february 2020 and at that time the issue was resolved by refitting. Later in the year (before august 2020) the parents again felt the user was not responding as well as before so another mapping appointment was scheduled. Additonal re-mapping was suggested and recipient will be monitored.